Manufacturer narrative:
The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Also lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to neurological dysfunction. The IFU and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. Neurological events are known potential complication associated with all patients implanted with vads. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator stated that the patient suffered an embolic stroke after lvad to lvad exchange. Bedside nurse reported flaccidity and myoclonus while patient in the ICU post implant. It was reported by the surgeon that gross thrombus was noted in the lv when exchanging the device. It was stated by the surgeon that the event was not due to sub therapeutic anticoagulation. Coumadin was stopped on (B)(6) 2015 and transitioned to heparin for reoperation admission. Pt placed on comfort care due to poor prognosis. Patient was said to expire on (B)(6) 2015. It was said that the family did not want an autopsy performed and that the pump would not be explanted. Investigation is ongoing. No further information was given.

Manufacturer narrative:
Additional information was received indicating that the official cause of death was an ischemic cerebrovascular accident (cva). (B)(4) the thrombus event was previously reported. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.